Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service reported that the silk tape is very hard to get off her skin and it irritates it. No rga or new order is needed. Patient will give it to the clinic. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).